Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they have noticed that their controller keeps shutting off their stimulation. Caller stated they will be fine and then all of a sudden they will start having pain in their back and they will check the controller and it will say 'stimulation is off.' Agent reviewed that stimulation will only turn off if the implant discharges (battery gets too low) or the stim off button is pressed. Caller stated they usually charge their implant each night and when they start the charge the battery is ~30%. Agent recommended they always check the status of stimulation (on or off) when the implant gets low. Agent also recommended that they jot down the dates/times it happens and take this to appt with hcp . The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that they found it would shut off when it went below 30% charged. The patient charged the stimulator daily to avoid the problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.